Manufacturer narrative:
The device was received for evaluation. The returned device is labeled for single-use. A visual inspection was performed and it was noted that there was a pinhole in the bag. Pressure testing was also performed which revealed a leak from the pinhole. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 1 malfunction events. It was reported that a 1000 ml intravia empty container was leaking. The leak was further described as a slow drip coming from the face of the bag during filling. There was no patient involvement. No additional information is available.